Manufacturer narrative:
The following information has been updated with corrected and/or additional information: d.9. Device available for eval? Yes d.9. Returned to manufacturer on: (B)(6) 2024 h.6. Investigation summary: bd received eight(8) samples and two(2) photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for embedded foreign matter was observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for embedded foreign matter was observed in five tubes and foreign matter(unknown) was observed in three tubes. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of embedded foreign matter and foreign matter(unknown). Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported that prior to use of the bd vacutainer® sst¿ blood collection tubes, black particles inside of an unspecified number of tubes were observed. There was no health impact or consequences reported.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: imdrf annex b grid (1): b02 - testing of device from same lot/batch retained by manufacturer. Investigation summary: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for embedded foreign matter was observed. Additionally, 30 retention samples from bd inventory were evaluated by visual examination and the issue of embedded foreign matter was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode embedded foreign matter. Bd was not able to identify an exact root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that prior to use of the bd vacutainer® sst¿ blood collection tubes, black particles inside of an unspecified number of tubes were observed. There was no health impact or consequences reported.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that prior to use of the bd vacutainer® sst¿ blood collection tubes, black particles inside of an unspecified number of tubes were observed. There was no health impact or consequences reported.